Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient needed MRI of knee. It was reported that the patient was unable to recharge stimulator and battery was not working. Unsure if pt was referring to the controller or ins.